Manufacturer narrative:
(B)(4). On an unreported date, the pd catheter was discontinued and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis and sepsis coincident with peritoneal dialysis (pd) therapy. The cause of the events was unknown. It was reported the patient was hospitalized for the event. On an unreported date the month prior to receipt of this report, the patient was treated with vancomycin (dose, route, duration and frequency not reported), diflucan (dose, route, duration and frequency not reported), and an unknown antibiotic (dose, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the events. On an unknown date the same month as receipt of this report the patient was discharged from the hospital. The day following hospital admission, pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). On the same day as peritonitis onset, the patient became septic. It was reported that the patient was hospitalized for the event for about one month and in the ICU (intensive care unit) for about one week (dates unspecified). Should additional relevant information become available, a supplemental report will be submitted.